Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. The manufacturer received information alleging respiratory tract irritation, hypersensitivity, nausea, vomiting, inflammatory response, stage 4 esophageal metastasized to the 4th rib on the left side. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. The manufacturer received information alleging respiratory tract irritation, hypersensitivity, nausea, vomiting, inflammatory response, stage 4 esophageal metastasized to the 4th rib on the left side. Medical intervention was not specified. In previous report, the manufacturer reported incorrect information in box b and box h: type of reported complaint as product problem. After pms decision has been changed, it was determined that the customer reported as serious injury. In previous report, the manufacturer reported incorrect information in box b. The following correction has been updated in this report. In box b: adverse event or product problem as both and outcomes to ae as other was corrected. In box h: type of reported complaint as serious injury was corrected. In box h6: health impact code was corrected.